Event description:
A baxter engineer reported a pump with depleted batteries. It is unknown when this occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l contact info is available.